Event description:
It was reported that the patient that is enrolled in the a4080 essential tremor registry clinical trial experienced an epileptic seizure during surgery which was assessed as being moderate severity. The patient was given intravenous (IV) medication. The event was assessed as having a causal relationship to the procedure and not related to the device or stimulation. The event resolved the same day.